Manufacturer narrative:
The device was not returned for analysis. Attempts have been made to obtain additional information. If a response is received a supplemental report will be submitted. MDR related to this event: 2029214-2016-00639 2029214-2016-00640.

Event description:
Medtronic received report that upon retrieval of the microcatheter it snapped and the proximal portion was left within the onyx cast. Attempts were made to retrieve the microcatheter piece with an alligator device. However, the attempts were unsuccessful. The fragment was removed the following day via an additional invasive procedure. This event was reported to have occurred during onyx embolization of a left occipital artery feeder to a dural arteriovenous fistula.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.